Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, excessive pressure was needed to get the guidewire into, and through to the tip of the lead. Several guidewires were attempted but none would not pass through the curved end of the lead. The wires were found kinked when removed. Subsequently, the lead was removed and replaced without any further issue. No patient complications have been reported as a result of this event.